Event description:
It was reported that the patient was experiencing muscle stimulation in the chest/shoulder area following an atrial pace. It was noted that the lead had been unpolarized. Capture thresholds on the lead are high. Lowering the output did not reduce the frequency of extraneous stimulation, but it did reduce the magnitude of the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.